Manufacturer narrative:
An event of device deformity was reported. A cine review was completed and stated, "one tee image is provided showing the left atrial disc of the device in a bulbous state during deployment." Another image was received from the field showing the deformed device in a bulbous state, outside of the patient. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received and the cine review, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 30mm amplatzer cribriform occluder was chosen for implant using an 8f amplatzer trevisio delivery system. During the procedure, it was noted that the occluder took form of a tulip configuration. Subsequently, another 40mm amplatzer cribriform occluder was attempted to implant using a 10f amplatzer trevisio delivery system and it also took form of a tulip configuration . The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a 35mm amplatzer cribriform . The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.